Manufacturer narrative:
It was reported that the patient underwent excision of exposed mesh, urethrolysis and urethral reconstruction due to bladder outlet obstruction on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysteroscopy and d/c. The patient experienced pain, urinary problems and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence and urinary urgency.

Manufacturer narrative:
Date sent to the FDA: 07/06/2017. Patient codes: (B)(4) urinary frequency. It was reported that following insertion the patient experienced urinary frequency.